Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, e1, e3, g2, h6

Event description:
Healthcare professional reported left side "rupture, silicone perspiration, capsular contracture baker grade ii and hard breast with normal appearance". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture, silicone perspiration, capsular contracture baker grade ii and hard breast with normal appearance". Device has been explanted.